Event description:
Customer reported experiencing a fluctuating blood glucose level ranging from "high" to "low"; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. As a result of the "low" bg, customer experienced unconsciousness and customer consumed carbohydrates. As a result of the "high" bg, customer experienced an unknown ketone level which was discussed with a healthcare provider without being deemed life-threatening. To address elevated bg a correction bolus via the pump was delivered. Customer also consulted the healthcare provider, who provided new settings. Additionally, customer received guidance from technical support for updating basal rate, correction factor, and carbohydrate ratio settings, with instructions to consult their healthcare provider for further advice.